Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reported the: "the instrument's tip broke off, during a 2 level plif (posterior lumbar interbody fusion) surgery. The broken piece was found, there was no injury or harm to the patient."